Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer called 911 (emergency services) and went to the hospital. Customer was subsequently admitted to the intensive care unit. And treated with intravenous fluids of saline. Customer was discharged 6 days later with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.